Event description:
It was reported a paclitaxel set was leaking from where the drip chamber connects to the tubing. The leak was observed during patient infusion of chemotherapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
This event occurred in the past seven (7) days. The user facility submitted medwatch mw5109263 for this event. Device manufacturer address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph was performed using the naked eye which revealed a red arrow indicating the point of the leak between the drip chamber and the tubing; however, no separation or leak was observed. Due to the nature of the sample, no additional tests were performed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.